Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient¿s recent device changeout procedure the superior vena cava (svc) impedance on the right ventricular (rv) lead is high. It is suspected that the svc coil pin may have pulled back in the header of the device. The svc coil portion of the rv lead was programmed off. The rv coil and pace/sense portion of the rv lead remains in use. No patient complications have been reported as a result of this event.